Event description:
This lead was implanted on (B)(6) 1997. It was noted on (B)(6) 2013 during check up that all lead measurements were stable with r wave >12mv. There had been multiple vtachy detections recorded and review of these showed myopotential oversensing of varying durations that caused pacing inhibition. The patient's intrinsic rhythm could be seen as larger, more regular deflections on the egm and this was at rates not to cause syncope. The patient is only 9% paced but did complain of episodes of dizziness. I decreased the ventricular sensitivity to 6m v to prevent further episodes of pacing inhibition. Md was concerned with the noise in light of the dizzy spells despite evidence to suggest no periods of asystole or marked bradycardia so is planning on replacing the lead on the (B)(6) 2013. The physician was dr. (B)(6). The facility is unknown. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).